Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose of 552 mg/dl. The customer stated that prior to the event, she had been unable to lower her blood glucose by bolusing and changing infusion sets. The customer also stated that she has had trouble with bent cannulas and unexplained high blood glucose for the past month. The customer further mentioned that there were cracks on the upper left, right, and lower left corners of the insulin pump and another crack near the reservoir compartment. The customer then mentioned that she uses a quick-set infusion set. Programming was reviewed and a no delivery alarm was found that was due to a low reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.